Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support stating that a supply change had been performed and that components were connected outside of the device, which led to a leaking cartridge when pressing and holding for drops. The individual switched to backup therapy to correct blood glucose levels. Education was provided on the proper method for performing a supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.